Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on december 2023 by the american journal of sports medicine titled ¿outcomes of anterior cruciate ligament reconstruction with independently tensioned suture tape augmentation at 5-year follow-up.¿ the study reviewed 97 patients and identified acl/pcl instability resulting in an additional surgery with bioabsorbable interference screws and tenodesis screws in 12 patients during the 5.5-year follow-up period. Ref: wilson wt, kennedy mj, macleod d, hopper gp, mackay gm. Outcomes of anterior cruciate ligament reconstruction with independently tensioned suture tape augmentation at 5-year follow-up. Am j sports med. Dec 2023;51(14):3658-3664. Doi:10.1177/03635465231207623.